Event description:
Customer's mother reported that customer's insulin pump acts as if it is delivering insulin even when it's not connected to customer. The device beeps every now and then saying no delivery. Customer's blood glucose is over 400 mg/dl. He treated with a manual injection. Customer was advised of no delivery alarms and possible causes. He was assisted with rewinding and priming the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).